Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382533 and lot number 4101327. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc pnk 20ga x 1.0in leaked. The following information was provided by the initial reporter: item is defective ( leaking when they use them on patients).

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. E1. The state of occurrence was not provided. Il was used as a place holder.